Manufacturer narrative:
(B)(6). The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the provided photo showed that the cone of the access male luer lock (mll) is broken. The reported condition was verified. Theleak would likely be due to a broken mll cone. The cause of the condition was determined to be a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that approximately two hours of treatment with one unit of prismaflex m150 set , it was observed that the connection to the tube was broken. It was further reported an external fluid leak was observed. The reporter stated the blood was returned to the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.